Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A80612-inv,12542477-valid) inserted for female sterilization. The patient's concurrent conditions included uterine bleeding, pelvic pain female and adenomyosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: dates of insertion: (B)(6) 2012, (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: no contrast extension into the fallopian tubes. Findings: spot films were obtained for hsg. There is normal opacification of uterine cavity. No contrast extends into fallopian tubes. Essure device is present bilaterally.. Lot number reported (a80612) is not valid lot number: 12542477 manufacture date: 2012-08 expiration date: 2014-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-aug-2020: update of information (batch is not valid) on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A80612, 12542477) inserted for female sterilization. The patient's concurrent conditions included uterine bleeding, pelvic pain female and adenomyosis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: dates of insertion: (B)(6)2012, (B)(6)2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: impression: no contrast extension into the fallopian tubes. Findings: spot films were obtained for hsg. There is normal opacification of uterine cavity. No contrast extends into fallopian tubes. Essure device is present bilaterally.. Most recent follow-up information incorporated above includes: on(B)(6)2020: mr received. Lot number added. New reporters, date of birth of plaintiff added. Concomitant conditions were added. Event medical device removal updated to pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2020: qse for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.